Manufacturer narrative:
This is one of two reports being submitted for this case. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (loss of pacing capture) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in australia, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by right transfemoral approach. During valve deployment, there was a complete loss of pacing capture, which resulted in an embolization of the valve into aorta. It was attempted to drag it around aortic arch, but it was unable to get into descending aorta due to narrowing and tortuosity. The valve was anchored into aortic arch, and it was confirmed flow to carotids with contrast. The root cause of this event was the loss of pacing capture during valve deployment. After that, a second valve was implanted into aortic position. However, it was malpositioned with low 70/30 ncc side and 50/50 lcc and required post-dilation due to leak which improved the result, being observed mild leak on echo the following day. Despite of that, eight days after procedure, the patient had hemolysis with increased paravalvular leak. An echo showed leaflet overhang and a CT showed very low position as the valve migrated ventricular, with significant leaflet overhang of the native valve. It was decided to plan another valve implantation as treatment to anchor seal valve. It was suggested to implant a 29mm valve with minus 1.5ml. A valve-in-valve was performed to solve the event. The patient was in a stable condition.